Event description:
Hold js 3/24. It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl) while wearing the pod on the arm. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula was 1.40 inches, which is out of specification. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. No timeouts or drive stalls were observed in the device data that would indicate any struggle to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.